Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
As per the information received by the customer the blood glucose level was 350 mg/dl, the blood glucose value was within the range. Hence as per the reportability decision tree the case was not reportable and not required for reporting. Please mark the case as "non reportable". Initial report has been submitted in error.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced high blood glucose event. The customer reported blood glucose value of 350 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). Troubleshooting was declined by the customer. Customer reported the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884. Customer reported high blood glucoses. No further patient complications were reported. No product return will be required for mmt-1884. It was unknown whether the customer will continue or discontinue to use of the device.